Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with the naked eye. Functional testing was performed, which included leak testing, clear passage testing, and clamp function testing. The reported issue of leak was verified during functional testing. Visual inspection revealed a damaged dark blue female connector, which was the cause of the leak. The cause of the damaged connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leaked from a minicap that was on a transfer set. The transfer set had been exchanged approximately one month prior to this event and was used for about 30 days. There is currently not enough evidence to determine if the leak was due to an issue with the transfer set or the mini-cap itself. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.